Manufacturer narrative:
Patient information was unavailable from the site. On (B)(4) 2014, medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that, while in a spine procedure, the site had done 4 spins, and were working on the fifth spin, when the radiographic technologist (rt) noticed that the navigation system unexpectedly exited and became unresponsive. The rt did a hard shut-down and did not complete the spin. Use of the imaging system was discontinued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. Patient weight was unavailable from the site.